Event description:
It was reported the patient had a baclofen trial approximately three weeks prior to the date of this report. Since the trial the patient noted she had been sick. On (B)(6) 2013 the patient reported she could not wake up; she slept all day and had a horrible headache at the base of her skull. The patient was throwing up and thought she had the flu. The patient believed she had a fever; the "fever breaks and then she sweats." She had pressure in her head, "really bad buzzing in my head", and vertigo. The patient was also concerned that she might have an infection in her spinal fluid. The patient contacted her health care provider (hcp); however, they were out of town. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).